Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.